Manufacturer narrative:
The product reported in this report is an export device not cleared or approved for marketing in the us. This complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k)# k161367). This is report 1 of 2. The device associated with this event was used during the same procedure referenced in MFR. Report#: 2032493-2025-00255. Investigation conclusion: the investigation of the returned coil system found the proximal connector kinked and the implant stretched at the proximal section, which is consistent with the alleged product issue. The stretched condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher and implant damage, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that the coil implants were used to embolize a uterine artery aneurysm. The first coil was detached and implanted in the patient after multiple attempts using 3 detachment controllers. The concerned second coil attempted experienced resistance, stopped advancing and got stuck in the microcatheter. Another attempt was made after the microcatheter was flushed, but the coil got stuck in the microcatheter and did not advance any further. The coil was therefore withdrawn using a snare and removed from the patient (reference MFR. Report#: 2032493-2025-00255). The coil was replaced with another coil of the same model, which was implanted without problems. Another coil (subject of this report) was then inserted into the microcatheter without problems, but angiography confirmed that the implant was not positioned well and the physician felt snapping during coil advancement. As the physician was not sure if the implant was detached or stretched at that time, the coil was once withdrawn using a snare and removed from the patient. The implant was found to be stretched. The coil was then replaced with another coil to continue the procedure. Subsequently, the procedure was successfully completed. There was no health damage to the patient.